Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Menges, a.-l., trenner, m., radu, o., beddoe, d., kallmayer, m., zimmermann, a., & eckstein, h.-h. (2020). Lack of durability after transarterial ethylene-vinyl alcohol copolymer-embolization of type ii endoleak following endovascular abdominal aortic aneurysm repair. Vasa. Zeitschrift fur gefasskrankheiten, 49(6), 483¿491. Https://doi.org/10.1024/0301-1526/a000905 medtronic received a literature article pertaining to patients treated with onyx for a type ii endoleak. In this article the average age of the patients was 77.8 years, a majority male. The 30-day-mortality and mortality during follow up was 6.6% (1 patient) and 20.0% (3 patients). The patient who developed postoperative myocardial infarction died 6 days after intervention. One patient died within the first 12 months of follow up because of a secondary aaa rupture, presumably due to a recurrent el. The third death was not associated with the aortic aneurysm.